Event description:
During the device check after the patient use, the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) messages and ua20 (position out of range) messages upon powering on after replacing the lifeband. Zoll tech support emailed the customer the instructions to clear the user advisories and the customer was able to clear the uas. No patient involvement.

Manufacturer narrative:
The autopulse platform sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer cleared the reported user advisory (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range) messages by following the instructions provided by the zoll tech support personnel. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The ua 20 error message alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, the operator needs to pull up the lifeband until the chest bands are fully extended to clear the error message. This action will move the driveshaft to its home position. Per the autopulse user advisory list, user advisory 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action for this user advisory is to replace the battery and press restart to clear the ua.